Event description:
Caller reported a tandem mobi cartridge alarm, which did not cause the caller's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The caller, who had previously experienced similar alarms, was advised by technical support (cts) that the pump would be replaced. Cts confirmed the shipping address and provided instructions for the return of the problematic pump. The caller acknowledged understanding of the procedures, including putting the pump into storage mode before sending it back. A replacement pump with updated software was sent, and the caller was informed of the steps required upon receipt, ensuring uninterrupted insulin delivery with a backup insulin pump.